Event description:
It was reported, that the patient presented for follow up. A device interrogation revealed, loss of capture exhibited by the right ventricular lead. The patient was scheduled for replacement and the lead was explanted. The patient's symptoms and condition were not provided.